Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03612. It was reported the pt was no longer receiving stimulation on her right side. Lead diagnostics showed invalid impedance values on the scs lead. A sjm rep was ultimately unable to resolve the issue with reprogramming as the patient lost stimulation again. Lead diagnostics at a follow-up appointment again showed invalid impedance values for the scs lead. A sjm rep was ultimately unable to resolve the issue with reprogramming as the pt lost stimulation again. Lead diagnostics at a follow-up appointment again showed invalid impedance values for the scs lead. An x-ray of the scs ipg header revealed the scs extensions had partially pulled out of the scs ipg header. The physician is planning a revision procedure in which the extensions will be re-inserted into the ipg header. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.